Event description:
The pt's electrode array had reportedly extruded into the ear canal. During an ear cleaning, the ent erroneously extracted the electrode array. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.